Manufacturer narrative:
Pending evaluation.

Event description:
While drilling for the center hole that will accommodate the cage of the implant. As the surgeon began to drill into the bone in the usual fashion, the 3.2mm cannulated drill shattered in the patient¿s glenoid. Once the remaining part of the drill was removed from the k-wire, the surgeon realized the k-wire also broke/snapped in the patient¿s glenoid. The k-wire appeared to have broken at the last thread before the smooth part of the k-wire. The surgeon spent an extra 5-10 minutes trying to remove a piece of the shattered drill and was able to remove one piece of three from the glenoid. The other two pieces of the 3.2 cannulated drill and the threaded tip of the broken 3.2 k-wire pushed through the patient¿s glenoid and was retained in the patient. The surgeon then implanted the baseplate and drilled for screws as normal. The rest of the case went as planned. Post-op x-rays were taken following surgery and confirmed that two pieces of the drill and the one piece of the k-wire is retained in the glenoid bone and does not appear to be floating, it is in the bone. The patient was under anesthesia for extra time due to this event. The patient left the or in stable condition. The broken drill and k-wire will be returned to the manufacturer.

Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (E3) occupation: physician. (H3) per capa2019-52, the fractured k-wire and cannulated drill bit reported was likely the result of insufficient validation and verification requirements. Additionally, the operative technique was not adequate to instruct the users to avoid applying a bending moment during use of the k-wire. A recall was initiated for the 3.2mm threaded k-wire (321-52-06). Additionally, the design of the 3.2mm k-wire and the cannulated drill bit are being updated, the risk management plan is being updated to include new wire related risks, and the ergo operative technique is being updated to instruct users to avoid off-axis use of the instruments. (H6) evaluation codes: 3165, 1069. Section h11: the following sections have corrected information: (section f) please disregard f6 and f8. These were entered in error. (H1) type of reportable event: malfunction.